Event description:
It was reported that the patient experienced frequent bradycardia episodes and events during feeding via the edi catheter. The patient was assessed multiple times following adjustments to the ventilator settings. X-ray examination showed that the edi catheter was curled/kinked within the orogastric cavity and not in the stomach, despite the ventilator indicating correct positioning. The edi catheter was removed, and a slight kink in the catheter tubing was observed. The final patient outcome was reported as no harm. Manufacturer's ref #: (B)(4).